Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. The cause of the problem cannot be determined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
There was gap between the cap and the spike root when the patient connected to the transfer set using the clean flash. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.